Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When the cement was opened, the ampoule was broken in its packaging.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary when the cement was opened, the ampoule was broken in its packaging. Opening of another cement. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the amber vial has a fissure which may have caused the liquid to spill into the same packaging, besides the ampoule packaging was damaged too. Additionally the inner bag that contain the cement powder was not returned for evaluation. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves depuy synthes control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. A manufacturing record evaluation was performed for the finished device product description: smartset hv bone cement 40g product code: 3092040 lot number: 4147311 and no non-conformances or manufacturing irregularities were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the smartset hv bone cement 40g would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: smartset hv bone cement 40g product code: 3092040 lot number: 4147311 and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device product description: smartset hv bone cement 40g product code: 3092040 lot number: 4147311 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3